Manufacturer narrative:
Company representative evaluated monitor and was unable to reproduce the report issue.

Event description:
Customer reported issue with the passport 2 monitor which may have affected spo2 monitoring. No patient injury was reported.